Event description:
IV remodulin pt. Lot unknown. Patient did not have her ekit cassettes with her to check lot number. Reviewed recall with patient does not have any cassettes not affected by recall. Patient aware we will only be sending 7 day supply for courier today. Patient did report pins and needles feeling/warm feeling in chest for the past couple days. Patient said this only happens when she isn't getting enough medication or when she increases her dose. She just she hasn't made any changes to her dose and isn't sure why she is feeling this way. No further info. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. Reported to (B)(6) by pt/caregiver.